Event description:
Good morning, my name is (B)(6), I am a 34 year old mom of 4 boys and I would like to share my story of my essure implant device. Yes I know it's 2023 and you have heard from a mountain of women already. But I need to speak up, in 2013 I was given the essure implant under the advice from my dr at (B)(6) hospital, (B)(6), that recovery would be fast as I had a newborn and twins age 2 at home. It sounded wonderful. The past 3-4 years have been a roller coaster with the dr's. From headaches, to pelvic pain, to anxiety, hair loss, fatigue, weight gain, emergency room visits for pain and even therapy. All repeated blood tests kept coming back normal, computed tomography scan showed nothing, pap smears were normal, I just looked like a stressed mom. Until my primary care physician referred me to a new obgyn who ordered the extra tests and ultrasound to see that the device had shifted slightly. No telling how long it's been this way. I met this dr (B)(6), her tests are already done and she has scheduled surgery for (B)(6) to remove tubes/coils and possibly/most likely hysterectomy. I am terrified of the effects and possibilities of something tearing because of the coils. I am also thankful my head aches will lessen, pelvic pain will diminish and I'll have more energy to keep up with my busy family. Is there any advice you can give me? I know the statute of limitations is up in my state, I am honestly scared of not waking up on the operating table. My family is scared but want my pain and me missing family events to be over. Thank you for reading if you got this far. Sincerely, (B)(6). The product is being surgically removed (B)(6) along with tubes and possibly hysterectomy.